Event description:
A few days before the incident a work order was placed to fix a diffuser on a hill rom 965 exam plus lamp. The diffuser was removed because a glass chip had come off in the work area. A new diffuser was ordered... The department manager was told along with the supervisor about the situation. Device parts were left under the lamp but a few days later the lamp was used without the diffuser. The lamp was not tagged to not use and the operating staff was unaware that the lamp was not properly functional. A warning in rather small print(3/4x4) was on the inside of the reflector. Warnings to the same affect have now been placed in large lettering on the outside housing of the lamp. The mfg. Has been informed of the event. Follow up revealed: the pt was transfered to another facility for treatment. Degree of burn unknown.